Event description:
Information received indicates the left siderail does not stay up.

Manufacturer narrative:
The technician found the left siderail was missing rivets. He replaced the rivets to repair the stretcher.